Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00026. The date of that submission was 12-feb-2025. H3: one sample was received. Sample was visually and functionally tested and it was found that it was not possible to inflate the cuff as it leaks so badly. The source of the leak was found to be a tear in the cuff. Due to the fact that the leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact of any component of inflation system with a sharp edge which is in conflict with the instruction for use. No signal of confirmed complaints in relation with this issue was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that the device leaked when inflated. The date of the event was (B)(6) 2024 at 10:30. The event occurred during use on patient for less than 10 minutes. There was no patient harm reported.